Manufacturer narrative:
The complaint can be verified. E6 mechanical errors were found in the history. Due to the high friction of the drive unit, the telescope blocked and the pump correctly triggered the e6 error messages. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The buttons of the pump were tested on the diagnostic test system and meet the specifications.

Event description:
Patient reported the infusion device displayed a recurring e6 mechanical error on (B)(6) 2013. Her blood glucose elevated to "hi," and she was nauseous and vomited. An ambulance transported her to the hospital, and she treated with an infusion and conventional therapy from (B)(6) 2013. The e6 error cleared after changing the battery and retracting the piston rod. The infusion device displayed another e6 error on (B)(6) 2013. Her blood glucose elevated to "hi," and her mother drove her to the hospital. She was admitted again and treated with an infusion and conventional therapy. The buttons on the infusion device are working correctly. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.